Event description:
A customer reported a "countdown of 60 minutes" sensor error message with the adc device and was unable to obtain readings. The customer experienced hypoglycemia and was treated with sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures was observed. Watermark was observed at the base of the sensor tail. No failure modes were observed upon visual inspection of the plug assembly. Activated sensor with known good reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "countdown of 60 minutes" sensor error message with the adc device and was unable to obtain readings. The customer experienced hypoglycemia and was treated with sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.